Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the patient was moved to another room to complete the procedure. It was reported to philips that the images appeared to be rotated by 90 degrees. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found the system to be powered off. The fse also found low image disc capacity errors, as well as a geometry error preventing use of the lateral stand and documented in another work order. To resolve the issue, fse powered the system on. After restart, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images appeared to be rotated by 90 degrees, which caused the patient to be moved to another lab to complete the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.